Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and monarc hammock were implanted . The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent a mesh trimming on (B)(6) 2006 and (B)(6) 2006.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(4) 2006 in order to treat recurrent symptomatic stage ii pelvic organ prolapse, recurrent stress urinary incontinence with intrinsic sphincter deficiency, known dense pelvic adhesions, disorder defecation, and patent foramen ovale concurrently with an exploratory laparotomy, extensive lysis of adhesions, bilateral salpingo-oophorectomy, abdominosacral colpopexy, posterior repair of perineal, and a cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.